Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient was hospitalized on (B)(6)2025 due to infusion set was clogged. Patient faced symptoms at the time of event confusion feeling sick/unwell flu-like headache tired/weak altered vision/vision changes extremity pain/cramps increased thirst. Length of hospitalization two nights. The blood glucose level was 40 mmol/l at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.